Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. A.1, a.2. A.3, a.4 and a.5 are unknown. B.1 exact brand name is unknown. D.4 exact model number, catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 facility name and address are unknown. H.4 device manufacture date is unknown.

Event description:
Social media manager for johnson and johnson reported a patient expressed, "sadly the impella caused got stuck in my aorta causing almost death." No further information has been provided regarding the incident.

Manufacturer narrative:
No product or data logs returned for analysis. No information on case or complaint intake provided. Complaint mentions impella got stuck in aorta. The root cause of the positioning issue was not determined as no product or data logs were returned for analysis and insufficient information related to failure was provided g1 reporting contact email revised on manufacturer device report 1220648-2024-22237 in accordance with updated procedures.